Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, low lead impedance was observed. Lead was capped and replaced due to an insulation anomaly. No further information was available.